Event description:
It was observed that during the device evaluation, the subject device's circuit board unit in the scope connector was dirty. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: due to water leakage the circuit board unit in scope-connector was dirty. The cause of the investigation finding is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.